Event description:
A customer reported an issue with their pump time settings, which was displaying an incorrect time that differed by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device, with instructions to follow up if the discrepancy reappeared. The customer understood and acknowledged the guidance provided.